Manufacturer narrative:
Results: the complaint was confirmed for no communication. As received the ipg did not communicate with a lab patient programmer or with the lab blue screen utility. The event is considered to be caused by user error. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge his ipg as recommended. In turn, the ipg could no longer communicate with the charger or programmer due to it being inoperable. As a result, the patient's ipg was explanted and replaced with a different model. The issue has been resolved by surgical intervention.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.